Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial (B)(4). At 6:00 am, the result from the meter was 4.6 inr. At 6:02 am, the customer retested using a different finger and using strip lot number 28632021. The result was 3.1 inr. He considered the result of 3.1 inr to be correct and reported it to the doctor. There was no allegation of an adverse event. While troubleshooting with customer support, the customer attempted to retest and the received a message indicating there was an error applying blood to the strip. The customer had no hematocrit issues, no antiphospholipid antibodies, no new medications, no diet changes, no additional illnesses, and no symptoms such as bleeding or bruising. The therapeutic range was 2.5 to 3.5 inr. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 286320) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The result of 4.6 inr alleged by the customer was not found in the meter result memory. The customer stated the blood was not applied to the strip within 15 seconds of the finger stick. Per product labeling, the blood should be applied within 15 seconds.